Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter three days after the patient underwent a video assisted right upper lobectomy, the patient came to emergency room because the tissue was too tight around the staple line and tissue was tearing away from the staples. The issue was at the division of the upper and middle lobes. A small bore chest tube was placed and left in the patient for three days while in the hospital. The damage is not permanent. Current patient status is alive with no injury. The staples were properly formed. There was tissue damage. Incisions was extended due to the product problem but not by more than 1 inch. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500 cc or more. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.